Manufacturer narrative:
Additional product code: ove. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for an unknown surgery using the zero-p va system. During the surgery it was noticed that the tip of the t8 stardrive screwdriver shaft looked stripped. The surgery was completed successfully without delay. There were no patient consequences reported. This complaint involves one (1) device. This report is for (1) screw inserter t8 self-retaining/qc. This report is 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: qty 1 screw inserter t8 self-retaining/qc, part #03.617.904, lot unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate